Event description:
It was reported that during the surgical procedure, the cable at the end of the precise bipolar pyramid tip forceps instrument broke. Also, a small "metal ball" was noticed inside of the pt. The "metal ball" was retrieved and the planned surgical procedure was completed with another instrument. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that one of the instrument conductor wires was broken at the location where it enters the yaw pulley and connects to the grip. The distal clevis also had a small amount of material removed at the edge. It was concluded that the "metal ball" referenced by the customer was actually a piece of the distal clevis, as all of the other metal components in the instrument wrist were found to be intact. Engineering eval determined that the failure mode experienced by the customer was a result of damage to the instrument distal clevis.